Event description:
It was reported there was an error message displayed on the monitor: om disconnected. It was also noted the continuous cardiac output (cco) value was incorrect. The cco value was different from the patient's condition. The user felt the cco value was higher than his expectation; however, the details of the value are unknown. There were no alert messages on the monitor pertaining to the incorrect values. Additionally, the cco cable check port was broken. There were no patient complications reported.

Manufacturer narrative:
Additional manufacturer narrative: the subject device has not been received at this time; therefore, the reported event could not be confirmed. However, the monitor is anticipated for return. A supplemental report will be submitted with the evaluation findings once completed. No other actions are possible at this time.

Manufacturer narrative:
Evaluation summary: confirmed one of the reported complaints. The thermistor connector pin was bent from improper use/mishandling. The thermistor connector was replaced. The reported error message "om disconnected" and incorrect cco value were not confirmed. Over 36 hours of performance testing was completed without issue. Device history manufacturing records reviewed; no non-conformances. Mishandling of device. Additional manufacturer narrative: one of the reported issues was confirmed and was determined to be caused by mishandling of device. Additionally, the referenced monitor has exceeded the useful life established for this device. Edwards lifesciences has determined the useful life of a monitor is five years. The subject device has been in use for approximately seven years. Edwards will continue to monitor all reported events. No further actions will be taken at this time.